Event description:
It was reported that the refill kit had leakage at the needle hub where it met the extension tubing. It was stated that the drug came out between the needle and the tubing and went all over the patient. Healthcare provider couldn't aspirate well after that point. It was unclear if they were able to refill the pump. Drug delivered via the device were fentanyl and bupivacaine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8551, lot# cs1403, product type: accessory. (B)(4).